Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced an infusion set tubing detachment on (B)(6) 2024. Additionally patient reported infusion set tubing came apart. Site location was abdomen. Infusion set was in use for 3 days. No further infornmation was available.

Manufacturer narrative:
Patient country: united kingdom. Patient city: (B)(6).